Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient call to report that she noticed that the basal rate has changed unexpectedly. She stated that she hasn't modified any setting. She hasn't noticed any rise in blood glucose, but controlled the basal rate. No adverse event reported. A request was made for the return of the device.